Manufacturer narrative:
(B)(4). The sample was returned to baxter and the evaluation is complete. A visual inspection was performed with a bent spike noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was identified as the bent-broken spike but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse experienced a mis-spike while attempting to connect a uv flash transfer set to a uv flash continuous ambulatory peritoneal dialysis (capd) set. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The transfer set has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.